Event description:
On (B)(4), agfa submitted MDR 1225058-2012-00016 for the same problem and the same customer as this MDR submission. Agfa became aware of additional reports on (B)(4) 2012. The customer provided medical record numbers for the additional reports and based on guidance from the FDA MDR policy branch on (B)(4) 2012, agfa is submitting individual 3500a forms for these reports. The patient medical record number (mrn) for this MDR report is (B)(6). The customer is unable to provide an exact date for this report. Therefore, the date range when the mrn was transferred to the customer's electronic health record (ehr) is between (B)(6) 2011 and (B)(6) 2012. There have been no report of patient harm associated with this report.

Manufacturer narrative:
Evaluation summary: the problem is the baseline pulmonary capillary wedge (pcw) pressure values from agfa's impax cv reporting cardiac catheterization module were not correctly transferring into the hospital's (ehr) system. Within the ehr, right atrial (ra) pressure values are substituted for the baseline pcw pressure values. Agfa's investigation determined the baseline pcw pressure values displayed correctly within the impax cv reporting cardiac catheterization report itself and that two values in the standard impax cv outbound reporting style sheets for the cardiac catheterization module are incorrectly mapping to the right atrial (ra) pressure field. The two values are pulmonary capillary wedge (pcw) and left atrial (la) pressure. These are currently mapping to the right atrial (ra) field in the impax cv outbound reporting stylesheets. This will result in right atrial (ra) measurement values incorrectly populating in the pulmonary capillary wedge (pcw) and left atrial (la) fields in a customer's electronic health system (ehr). On (B)(4) 2012, agfa corrected the pcw pressure issue on the site's test system and is awaiting the site's confirmation the changes made to the test system are working correctly and all the reports are reprocessed correctly. Once confirmed, the changes will be made to the site's production system. Agfa healthcare will be implementing a reportable correction to the FDA for this issue which will be applied as affected consignee sites. Additionally, agfa healthcare will work with all affected consignees to identify all impacted reports and will assist in the reprocessing of these reports.